Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00336 on 05-dec-2024. Additional information (20-dec-2024): on a subsequent visit, the customer service engineer (cse) performed vacuum testing. Based on the test, the cse replaced the vacuum regulator and performed a vacuum adjustment. An autocheck and vacuum test were performed, which recovered within ranges. Siemens further evaluated the event and concluded that vacuum related issues potentially contributed to event. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely elevated cancer antigen ca 19-9 (ca 19-9) result was obtained on a patient sample on an atellica im 1600 analyzer. Siemens remotely reviewed instrument autocheck data and observed a larger separation between the wash probe 1 vacuum. The wash probe vacuum was not tracking changes in the baseline and wash probe valve and the wash probe valves were performing at the low end of the specification. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse adjusted the secondary vacuum, recalibrated the ca 19-9 assay and ran replicates, which were found to be within range. The cause of the falsely elevated ca 19-9 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated cancer antigen ca 19-9 (ca 19-9) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica im analyzer. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca 19-9 result.